Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: deflation and "infolding of the right saline implant."

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported "leaking from the valve" and "infolding of the right saline implant." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and crack valve. Leak test and microscopic analysis was performed which identified: crack valve, partial delamination of the valve, and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Partial delamination of the valve assessed as adhesive failure creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported "leaking from the valve" and "infolding of the right saline implant." Device has been explanted.